Event description:
It was reported that this pacemaker system recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Remote monitoring data was not available for review, however a previous device check calculated less than three months remained on the battery. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that this pacemaker system recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Remote monitoring data was not available for review, however a previous device check calculated less than three months remained on the battery. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information received reported that the explanted pacemaker was retained by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to e1: initial reporter details updated from field representative to the physician.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to e1: initial reporter details updated from field representative to the physician. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was reported that this pacemaker system recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Remote monitoring data was not available for review, however a previous device check calculated less than three months remained on the battery. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker system recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Remote monitoring data was not available for review, however a previous device check calculated less than three months remained on the battery. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information received reported that the explanted pacemaker was retained by the hospital. No additional adverse patient effects were reported.